Event description:
It was reported to ge medical systems that the service technician contacted line-voltage components while adjusting a power supply circuit board. This allegedly caused the field engineer to receive a severe shock. The field engineer was reportedly out for two days.